Manufacturer narrative:
Follow-up indicated that the device was discarded after explant. The device is not available for return. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma around the ipg pocket a few days after the implant procedure, resulting in paralysis. Subsequently, the physician explanted the device although the physician believed the paralysis was not device related. The patient is still recovering and will be moved to a rehabilitation center.